Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customers infusion set cannulas were becoming kinked. The mother of the customer thought it may have been due to the fact that the inserter was old and had been in use for 7 years. The customer's blood glucose was over 600 mg/dl. They had reportedly experienced four bent cannulas in a row. Possible insertion issues and proper insertion techniques were discussed. Nothing further reported.